Manufacturer narrative:
At this time, this lead is undergoing analysis. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt, a visual inspection revealed the conductor coils were stretched and deformed, as a result of induced damage. The rs- coil was fractured approximately 190mm from the terminal pin and the inner insulation was torn. The fracture site appears to be at the distal end of the suture sleeve footprint. The location and fracture site morphology strongly suggests impingement coupled with motion over time as the cause of the rs- coil fracture.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that a lead fracture was confirmed under fluoroscopy. The fracture occurred just proximal to the suture sleeve before the lead entered the vein.

Event description:
Boston scientific received information, via latitude red alert,that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms. At this time, a lead fracture is believed to be the cause of these high pacing impedance measurements. The field representative indicated that non-invasive programmed stimulation were performed. A revision procedure has been scheduled for the near future. No adverse patient effects were reported.

Event description:
--